Manufacturer narrative:
This was initially reported on the summary report dated 08/30/2014 under exemption e2013032

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, urinary problems, bowel problems, recurrence, bleeding, dyspareunia and vaginal scarring. It was also reported that the plaintiff experienced overactive bladder, worsening, urgency, frequency, nocturia, incomplete bladder emptying, irritative voiding symptoms, urinary tract infections, acute cystitis, and back pain. Furthermore, it was reported that the plaintiff died. The causes of death were reported as acute myocardial infarction and coronary artery disease. Related to manufacturer report #: 3011770902-2016-00354, 3011770902-2016-00355, 3011770902-2016-00356.